Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service provider evaluated the device and could not duplicate the reported issue. A review of the device data verified the reported issue. The device was archived by stryker and the customer received a warranty replacement. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no patient use associated with the reported event.